Event description:
The customer stated that while he was on a cruise, the cruise ship's doctor sent him to the emergency room due to diabetic ketoacidosis. The reported blood glucose reading was 340 mg/dl. The customer stated that the hospital staff performed several tests on him, but his blood glucose was not treated. The customer was given medications for his lungs and for a chest infection. The customer's blood glucose remained elevated for four days, until the customer returned from the cruise and went to the hospital due to diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.